Event description:
It was reported that during a follow up in clinic, far field r-wave oversensing and competitive atrial pacing (cap) resulting in inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted and reprogramming was performed. The patient was in stable condition.